Manufacturer narrative:
Since no product has been returned, extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The precision xceed meter's useful life is 5 years. As the manufacturing date of this product is in 2007, it has been in distribution beyond its useful life as of the case awareness date in (B)(4) 2016. Since the product exceeded its useful life, it is determined to have met specification when the product was released and through its lifespan. Therefore, no further investigation activities are required. A DHR for the precision strips were reviewed and the DHR showed the precision strips passed all tests prior to release. The strip lot associated with this case was past its expiry date of 31 may 2017 at the time of investigation, so retain testing could not be performed. A tripped trend review was completed for the reported complaint and precision test strips. Tracking and trending did not show any confirmed complaints. If the product is returned, the case will be re-opened and a physical investigation will be performed.

Event description:
Customer reported receiving erratic readings on their adc blood glucose monitor. Customer reported receiving readings of 11 mg/dl and 125 mg/dl within 10 minutes. The results when plotted on a parkes error grid fell into the ''c'' zone showing the difference in values to be clinically significant. There was no report of death, serious injury or mistreatment associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. Note: the meter is designed to report readings of 20 mg/dl to 500 mg/dl. It should be noted that this meter does not give numeric value for readings less than 20 mg/dl. A "lo" display message indicates a reading less than 20 mg/dl. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported receiving erratic readings on their adc blood glucose monitor. Customer reported receiving readings of 11 mg/dl and 125 mg/dl within 10 minutes. The results when plotted on a parkes error grid fell into the "c" zone showing the difference in values to be clinically significant. There was no report of death, serious injury or mistreatment associated with this event.

Manufacturer narrative:
Requested product was not received for investigation. Retained test strip samples from the same lot reported by the customer 4500166439 were tested with control solution instead. All results were within the range specification and no errors were observed. The complaint is not confirmed.

Event description:
Customer reported receiving erratic readings on their adc blood glucose monitor. Customer reported receiving readings of 11 mg/dl and 125 mg/dl within 10 minutes. The results when plotted on a parkes error grid fell into the ''c'' zone showing the difference in values to be clinically significant. There was no report of death, serious injury or mistreatment associated with this event.